Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes confirmation test". The patient's medical history included tonsillectomy, adenoidectomy, c-section, multi gravida and parity 3. Previously administered products included for allergy: flovent hfa and darvocet. Concurrent conditions included abnormal uterine bleeding, pelvic pain, allergic rhinitis, obesity, adenomyosis and uterine leiomyoma. Concomitant products included loratadine (claritin). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("allergy: hypersensitivity/allergic or hypersensitivity reaction"), psychological trauma ("psych injury"), urinary tract infection ("bladder/urinary problems: uti"), vaginal infection ("vaginal infection"), migraine ("migraine"), headache ("headaches"), alopecia ("hair loss"), tooth disorder ("dental problems"), fatigue ("fatigue"), back pain ("back pain") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the abdominal pain had not resolved and the dysmenorrhoea, vaginal haemorrhage, hypersensitivity, psychological trauma, urinary tract infection, vaginal infection, migraine, headache, alopecia, weight increased, tooth disorder, fatigue, hormone level abnormal, back pain and heavy menstrual bleeding outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, migraine, psychological trauma, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: insertion date : date(s) of insertion: (B)(6) 2008 (discrepancy noted) per pfs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2021: mr received. Reporters, medical history, concomitant drug and essure removal date were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes confirmation test". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("allergy: hypersensitivity/allergic or hypersensitivity reaction"), psychological trauma ("psych injury"), urinary tract infection ("bladder/urinary problems: uti"), vaginal infection ("vaginal infection"), migraine ("migraine"), headache ("headaches"), alopecia ("hair loss"), tooth disorder ("dental problems"), fatigue ("fatigue"), back pain ("back pain") and menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (essure remove in november.). Essure (ess205) was removed. At the time of the report, the abdominal pain had not resolved and the dysmenorrhoea, vaginal haemorrhage, hypersensitivity, psychological trauma, urinary tract infection, vaginal infection, migraine, headache, alopecia, weight increased, tooth disorder, fatigue, hormone level abnormal, back pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, fatigue, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, psychological trauma, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: insertion date : date(s) of insertion: (B)(6) 2008 (discrepancy noted) per pfs. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received- case become incident. Essure removal added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.